Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the caller followed, resolving the issue without recurrence. The customer was advised to continue using the pump and to contact support again if the issue reappeared.